Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was performed to treat a 90% stenosed lesion in the distal left anterior descending (lad) artery with moderate tortuosity and calcification. Pre-dilatation was performed and the 2.5 x 23 mm xience alpine stent delivery system (sds) was advanced, but failed to cross to the lesion due to the anatomy. The sds was removed, and resistance was noted with the guiding catheter. After removal, it was found that the stent strut had become flared. A new 2.5 x 23 mm xience alpine sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.